Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a loss of therapy. The patient has been in more pain since implant on (B)(6) 2017. The patient's therapy wasn't helping them. The patient had a programming adjustment on (B)(6) 2017, but it wasn't helpful. The patient programmer showed that the ins was off. The patient was charging at 1/4 and it was recommended that the patient keep charging and try to turn the stimulation on at the half charge. The patient stated that they had been in more pain since implant on (B)(6) 2017. The caller has an appointment on (B)(6) 2017. Additional information was received from the patient via a manufacturer representative. It was reported that the patient never received relief from their scs system despite multiple reprogramming. The patient wanted the system explanted and the system was removed on (B)(6) 2018. No further complications are anticipated.